Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and was found to be fractured. During a routine device changeout procedure, this lead was capped and abandoned. A new lead was successfully replaced. No additional adverse patient effects were reported.